Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2017-02833. It was reported the patient experienced ineffective stimulation on her right side due to one lead displaying high impedance measurements. X-ray images taken did not reveal lead migration as well as reprogramming did not resolve the issue. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Device 1 of 2, reference MFR. Report#1627487-2017-02833. Follow up information identified the patient's leads were revised with new ones restoring therapy.